Manufacturer narrative:
The investigation determined as all results provided for the tsh assay were generated from separate samples drawn on different dates, these results cannot be evaluated.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient from an unknown roche analyzer. The results were reported to the endocrinologist. The patient was under growth hormone supplementation therapy with saizen and the endocrinologist claimed the results did not fit the clinical picture. Interference was suspected. Of the data provided only the results for elecsys tsh assay, elecsys t4 assay, and elecsys estradiol iii assay were a reportable malfunction. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The medwatchs for this event include (B)(6).